Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There was tip damage. Functional testing using an inflation device was used to inflate the balloon to the rated burst pressure and revealed a pinhole in the balloon material. There is no indication the device was inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified popliteal artery. After a guide wire crossed the lesion, a 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for dilatation. However, upon initial inflation at 6 atmospheres, the balloon ruptured. The device was replaced with another of the same device and dilatation was performed. Then dilation was performed again using a 2mm balloon catheter and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified popliteal artery. After a guide wire crossed the lesion, a 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for dilatation. However, upon initial inflation at 6 atmospheres, the balloon ruptured. The device was replaced with another of the same device and dilatation was performed. Then dilation was performed again using a 2mm balloon catheter and the procedure was completed. No patient complications were reported.